Event description:
Medtronic received information from a journal article that a patient implanted with a transcatheter bioprosthetic heart valve via tr ansfemoral access was diagnosed with endocarditis approximately 19 months after device implant. It was reported that the patient presented with congestive heart failure and a fever. Imaging showed a large mobile vegetation on the device frame with fistulae to the right and left aria, and a paravalvular leak. It was reported that device implant had been uneventful, with a mild paravalvular leak observed post-implant. A blood culture was positive for staphylococcus lugdunesis. The patient was treated with antibiotic therapy and not a candidate for surgery. The patient expired 13 days later.

Manufacturer narrative:
The reported clinical events in the article are known potential adverse events for bioprosthetic valves (surgical or transcatheter). Without device-identifying information, a review of device history manufacturing and sterilization records could not be performed. A mechanism of failure could not be determined due to the limited amount of information available.

Manufacturer narrative:
The date of death was not reported in the article; an arbitrary date of the first of the year of the article's publication is populated here to facilitate electronic submission of the report. Medtronic¿s databases were reviewed in an attempt to determine if these this complaint had previously been reported to medtronic, based on the limited information available; there were no indications that the complaint information had previously been provided to medtronic. (B)(4). Original article: fatal prosthetic valve endocarditis of the corevalve revalving system. Authors: gotzmann m, mugge a. Clinical research in cardiology august 2011, volume 100, issue 8, pp 715-717 10.1007/s00392-011-0315-2 august 1, 2011 cited in: transcatheter heart valve failure: a systematic review authors: darren mylotte, ali andalib, pascal the´riault-lauzier, magdalena dorfmeister, mina girgis,waleed alharbi, michael chetrit, christos galatas, samuel mamane, igal sebag, jean buithieu, luc bilodeau, benoit de varennes, kevin lachapelle, ruediger lange, giuseppe martucci, renu virmani, and nicolo piazza european heart journal doi:10.1093/eurheartj/ehu388 september 28, 2014.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.